Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was not previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was not returned for the servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(4). Case status: open. Summary: software fault error. Case notes: (B)(4). Npi. 8100 unit. Customer (B)(6) called in for help on error code 13-1033-149 which is a software corrupt on unit and will have to reflash the software the module to resolve the issue. Walk customer through stes on asm software to locate in the profile weather he has the firm ware files load to be able to reflash the unit. He didn't have the file sloaded and was not sure what version he needs walk customer through steps on 8015 unit to locate software version they have v9.5.32.2 I also explain they need to upgrade their software thet version has expire in the company we no longer support. I will also email the customer the end of life letter so he get this to their manager to get their softwares upgrade. Open ir (B)(4).